Event description:
During retreatment of a left posterior communicating artery (pcomm) aneurysm, the coil failed to detach after several unsuccessful attempts. During manipulation of the devices during retrieval, the coil became snagged on the previously placed stent causing the stent to shift resulting in a vessel dissection in the carotid artery. Fortunately, the dissection was covered by the stent and no further intervention was needed. The patient was stable, no clinical sequelae after the procedure.

Manufacturer narrative:
Device evaluated by MFR.- corrected. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The coil was returned for analysis with an echelon 10 microcatheter (ev3), even though additional information received from the user facility stated an excelsior sl-10 microcatheter was used with this device. Visual inspection of the returned device found that the main coil was attached to the microcatheter and dried blood was observed on the coil. A portion of the delivery wire was stuck inside the catheter. The proximal section of the delivery wire was not returned. No other anomalies were noted. Based on the investigation and information provided, the physician broke off the proximal portion of the pusher wire when he noted it was bowed in a 90 degree angle. In the warning section of the directions for use for this product family it states "damaged delivery wires may cause detachment failures, vessel injury or unpredictable distal tip response during coil deployment. If a delivery wire is damaged at any point during the procedure, do not attempt to straighten or otherwise repair it. Do not proceed with deployment or detachment. Remove the entire coil and replace with undamaged product." A root cause of use/user error was assigned.

Manufacturer narrative:
Additional information was requested from the physician. From the responses received, it was determined that the proximal contact was noted to be bent 60 degrees upon removal from the dispenser hoop so the physician decided to remove the proximal contact. Slight friction was felt as the coil was advanced through the microcatheter. Continuous flush was maintained.

Event description:
During retreatment of a left posterior communicating artery (pcomm) aneurysm, the coil failed to detach after several unsuccessful attempts. During manipulation of the devices during retrieval, the coil became snagged on the previously placed stent causing the stent to shift resulting in a vessel dissection in the carotid artery. Fortunately, the dissection was covered by the stent and no further intervention was needed. The patient was stable, no clinical sequelae after the procedure.